Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the imaging window had a tear. Imaging core impedance test showed a complete circuit curve. Transducer level impedance test showed a good rh peak of 45 ohms. Image testing could not be performed due to the condition in which the device returned. During flush testing, water leaked from the imaging window.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, there was no image. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window had a tear.